Event description:
It was reported the patient had several falls and lost stimulation to the right leg, or the stimulation ¿just got weaker.¿ the change in stimulation in the right leg occurred after the first fall in (B)(6) 2014. The patient was successfully reprogrammed and the issue was resolved. The falls were reportedly not device related.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).